Event description:
Information received with return of the explanted device notes that the patient complained of feeling "terrible" with her "heart pounding all night." The device exhibited no ventricular capture and high impedance in the bipolar congiguration. The device was reprogrammed to unipolar until an x-ray could be taken. The x-ray showed a fracture. Therefore, the lead was replaced.